Event description:
Customer reported no reactivity with a patient sample with a known anti-kell when tested on the provue.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. There were no similar complaints against this lot. Customer is unsure whether the set of cells were resuspended prior to use. No erroneous results were reported. (B)(4).